Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump where the stop button is not working on channel a. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump with a non-working stop button on channel a was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to an inoperable pump head module (phm) stop key on channel a. The phm keypad on channel a was replaced to correct this condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.